Event description:
It was reported that this right ventricular (rv) lead triggered lead safety switch (lss) due to a high out of range pacing impedance measurement of 2005 ohms. Additionally, high capture thresholds were observed. Technical services (ts) recommended programming options. This lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. If pertinent information is provided in the future, a supplemental report will be submitted.